Event description:
It was reported that in the dialysis dept. Operating room, the physician attempted to connect the catheter to ports on the nextstep retrograde without the use of the green o-rings. This caused leaking around the catheter hub, making the catheter unable to withstand high pressure during the procedure. The physician decided to suture around the catheter and hub connection, in attempt to make a more secure connection. There was a delay reported, but there was no harm caused to the patient. There was no death or complications as a result of this issue.

Manufacturer narrative:
(B)(4).